Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked when using a bd angiocath¿ IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: photos were received for analysis of the incident in question. According to the analysis of the photos by our quality engineer it was possible to verify that there was a damage at the luer connection of the adapter that can cause the leakage reported in this complaint. It should be noted that this type of complaint does not require the presence of physical samples, as long as the photos have good resolution and clearly show the defect, as was the case of this complaint, would be sufficient to confirm the defect. DHR/ qn/ ncmr review: the tipping of catheter/ tipper lot: 6179393 produced in 06/30/2017 the 07/29/2017 used in the claimed final product lot: 6209303 of angiocath 24gx0.75 it was analyzed and it was not evidenced records that could lead to this complaint. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of leakage and damaged component for the lots involved in this complaint, according to the history of the lot above. Investigation comments: after analyzing the photos returned by the client it was possible to confirm this claim after evidence of damage to the luer connection of the adapter. The root cause was determined to be variations in the alignment of the metal tips in the machines that perform the catheter tipping may cause the damage verified in the adapter. There have been improvement actions in the process in order to avoid adapter damage. Among the main ones are: standardization of the metal tips, alignment of the arms and other repairs in tipper machines that perform the tipping of the catheters. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.